Manufacturer narrative:
The biomedical engineer reported that the multigas unit was giving a "gas module failure" error message while in patient use. No injury or harm were reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the multigas unit was giving a "gas module failure" error message while in patient use. No injury or harm were reported.

Event description:
The biomedical engineer reported that the multigas unit was giving a "gas module failure" error message while in patient use. No injury or harm were reported.

Manufacturer narrative:
Details of complaint: on (B)(6) 2019 customer stated the gas unit was generating "gas module failure" error code. Service requested: exchange. Service performed: exchange. Investigation conclusion: the root cause of the reported issue was determined to be firmware related. An update is required to correct this issue. CAPA: 19-016 has been initiated. The following fields are not applicable (na) to the MDR report: d4: lot#: & expiration date. Additional information: b4. Date of this report. D10: device available for evaluation? F6. Date user facility/ importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? H3: device evaluated by manufacturer? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative. Corrected information: initial reporter address: changed from: (B)(6).